Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the operating room, the pump was at a speed of 3800 revolutions per minute when the lvad showed a flow of 0 lpm and needed to be restarted via the system monitor. The system monitor displayed a driveline power fault with no option to clear it under the alarms tab. Under the admin tab on the system monitor, fuse a status showed as failed and a modular cable and system controller exchange was performed in the operating room without issue. A review of the log files found pulsatility index (pi) events on (B)(6) 2022 from 8:09:33 to 9:32:18. On (B)(6) 2022, the patient passed away due to end stage heart failure. Related MFR report #: 2916596-2022-13043, 2916596-2022-13042.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The log files confirmed the reported driveline power faults. No product is available for investigation. The current heartmate 3 left ventricular assist system instructions for use and the heartmate 3 patient handbook document are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The right ventricle became dilated after the lvad stopped, and after the lvad resumed function the right ventricle continued to struggle and an rvad was placed.

Manufacturer narrative:
Section e4: this event was previously reported under medwatch # (B)(4). No further information was provided. The manufacturer is closing the file on this event.